Manufacturer narrative:
No sample has been returned for evaluation of the reported issue; therefore, the condition of the product could not be verified. Due to no sample returned and no lot information available, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. A possible root cause is that postoperative elevated iop is an established risk associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A physician reported significant pressure rise following a micro-stent implant procedure.